Event description:
The following info was reported: physician deployed mynxgrip closure device. As the physician shuttled down the green handle there was a balloon loss of pressure. The physician then aborted the procedure and held manual pressure for 10 minutes. The pt was not hospitalized. Stick location: at the femoral head. Vessel size: 5-7 mm. Deployer: in training.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon was torn. The balloon appears to be intact with both ends of the balloon still attached to the device (no missing pieces). Examination at high magnification showed a radial tear on the balloon, approx 3 mm from the balloon proximal tip. A review of the lhr (lot f1403604) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided, the investigation performed and without return of a sheath, the root cause of the tear could not be determined